Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
A healthcare professional reported a patient experienced the event of left side ¿deflation¿. Additionally, the patient reported they experienced the events of ¿pain¿, ¿affected their health¿, ¿had a stomach and urine infection¿, and ¿events have made them depressed¿. Device remains implanted.

Event description:
A healthcare professional reported a patient experienced the event of left side ¿deflation¿. Additionally, the patient reported they experienced the events of ¿pain¿, ¿affected their health¿, ¿had a stomach and urine infection¿, and ¿events have made them depressed¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, brown particles in fill channel, a opening with striated edge on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Device has been explanted.